Event description:
Information received indicates the head up function is not working.

Manufacturer narrative:
The technician cleaned the head up valve to repair the bed. The valve was contaminated with debris.